Event description:
Pt feeding started at 2 pm. The pt was being fed an enteral formula at a rate of 30 cc/hr, where the total amount to be fed was 240 cc in 8 hours. Thirty minutes later at 2:30 pm, the pt began complaining of pain. The supervisor of the unit found that the entire feeding had been infused. Pt required 100 cc of formula aspirated via the gastrostomy tube. One pt involved.